Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 70 mg/dl. Low bg cause was not known. Customer required third party assistance to address bg. The customer declined to perform troubleshooting with tandem technical support.